Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. It was noted that x-rays showed both leads had disconnected from the ipg. Surgical intervention was undertaken wherein the system was explanted to address this issue.